Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, according to data obtained from the endoprothesenregister - deutschland (eprd), a total of forty one (41) patients underwent revision surgery due to an unspecified diagnosis during which a thr system that included a bicon-plus ti shell as the main acetabular component was implanted. Between (B)(6) 2013 and (B)(6) 2021, a total of five (5) patients from this cohort required a re-revision surgery on an unknown date following a diagnosis of an unspecified infection. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. Additional details regarding the clinical course of these patients are also unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
H3, h6: according to data obtained from the endoprothesenregister - deutschland (eprd) [1], a total of forty one (41) patients underwent revision surgery due to an unspecified diagnosis during which a thr system that included a bicon-plus ti shell as the main acetabular component was implanted. Between march 2013 and march-2021, a total of five (5) patients from this cohort required a re-revision surgery on an unknown date following a diagnosis of an unspecified infection. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Insufficient information was made available to determine the revision of IFU applicable to the device at the time of manufacturing. However, a review of current revision was conducted and the IFU states infection of the component as a ¿potential adverse device effect¿ in combination with the implantation of a hip prosthesis. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. Internal complaint reference number: (B)(4).